Event description:
The plaintiff's atty alleged that the pt experienced a sudden cardiac event. It was reported that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event; there are a total of two events for this pt.